Manufacturer narrative:
Device not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that in last one week they got issue with company delivery system in 7 cases where the lens delivery was not appropriate and surgeon had to be implanted the lens by using company cartridge every time. Additional information was requested and received surgery was completed by manually loading the lens using cartridge and injector system, no patient was impacted and surgery went successful but surgeon managed by using his surgical skills for troubleshooting.